Event description:
Forty (40) year old pt with internal derangement was having an arthroscopy done when the hand piece of the laser at the connection melted. It was replaced by the 60 degree probe and case continued. Physician preferred the side fire probe. It is not known at this time what adverse outcome pt may have. The physician states it will be approximately six (6) months before this is known.